Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received partially cycled. The cycle was completed in order to measure jaws width and the device ejected one clip. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a left colectomy procedure, during the intervention, the clips have crossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were scissored clips removed? Yes. Did scissored clips cut tissue? If so, how was tissue repaired? No. Was there any change to procedure or post-op patient care? No. Which firing of the device did this event occur on? At first and second firing,but then the surgeon changed the device. What vessel or structure was the device fired on at the time of the event? The mesenteric vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? Yes. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was clip fired over another clip or hard structure? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.